Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead became dislodged. The lead was initially put back into place and remained in use. Later, the ra lead was explanted and replaced after a subsequent dislodgement. No further patient complications have been reported as a result of this event.